Event description:
During a preventive maintenance check, the technician found that the bed controls froze. The power indicator lights are on but the bed has no functions.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.